Event description:
It was reported that a malfunction occurred during surgery. The capturing device in the screwdriver broke. No broken piece was left in or fell in the patient and no harm to the patient was recorded.

Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The threads on the retaining rod were damaged and would not engage a mating part as intended. The devices were manufactured in 2006 and 2007 and exhibit signs of significant wear/usage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.